Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump's screen was broken. The customer stated they could not read the screen as a result. Customer their belt clip broke, causing the insulin pump to fall. The customer also reported the insulin pump was not delivering insulin. The customer's blood glucose was 480 mg/dl. Customer will be treating their blood glucose with an injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.